Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 401 mg/dl at the time of incident. The customer did not provide details regarding symptoms and treatment of their high blood glucose episodes. Customer stated that the lot of issues with the sensor connecting to the insulin pump. Customer was declined to troubleshoot for high blood glucose level and lost sensor signal alert. The insulin pump will not be returned for analysis.